Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a cracked top corner of the rear housing, and the downstream occlusion (dso) and upstream occlusion (uso) sensors were contaminated by fluid ingression. Event history logs were unable to be retrieved due to the high pressure alarm message on the pump display. Functional testing was unable to be performed also due to the alarm message on the display. The reporter issue was able to be duplicated and verified. The most probably root cause of the reported issue was the fluid ingression. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit failed preventative maintenance (pm); high pressure issue. It was reported that no further information is available.